Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the right ventricular (rv) lead was removed from the package for implant that the stylet had a kink in it and the rv coil appeared to have something wrong with it. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the lead was returned with two stylets. One of the stylets was inside of the lead when received. There were no anomalies observed on the stylet when it was removed from the lead. The exposed rv coil spacing is within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.